Manufacturer narrative:
Determination of root cause: assessment: site had asked to have the tracker turned off. The procedure manual states the default setting for the eyetracker (on) and eyetracker monitor (on) must be used throughout laser ablation surgery. The eyetracker centers ablation and each single spot correctly (even if the eye is moving) and the eyetracker monitor indicates reasons for automatic interruption of ablation. Conclusion: f/u indicated the physician has not waited long enough after the interlase flap to allow bubbles to dissipate which may have contributed to the reported tracker issue. The procedure was completed the following day without further reported tracker issues. (B) (4)

Event description:
Adverse event: interrupted procedure. Malfunction: unable to track. A nurse reported the tracker was not working correctly following use of the intralase to cut the flap and wanted to know if the tracker could be turned off. The facility was told that it was not advisable to do manual tracking. The physician decided to have the pt return the following day. F/u indicated the physician has not waited long enough after the intralase flap to allow bubbles to dissipate. The procedure was completed on (B) (6) 2008 without complication. The pt's outcome was not affected by the reported tracking issue.